Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified right coronary artery. A 24 x 3.00 promus premier select drug-eluting stent was advanced but failed to track the lesion and the stent was damaged during the process. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.